Manufacturer narrative:
Correction h6: health effect- clinical code, medical device problem code additional information h3: the cause of the patient¿s shoulder instability and subsequent revision cannot be conclusively determined; however, it may be due to a soft tissue imbalance, implant positioning, and/or implant size selection. Instability is a known outcome, as outlined in the IFU and risk file. H6: component code, investigation codes.

Manufacturer narrative:
D10: concomitants: equinoxe humeral stem primary press fit 17mm 300-01-17 (B)(6) rs expanded glenosphere 42mm, +4mm offset 320-02-42 7322704 equinoxe reverse tray adapter plate tray +0 320-10-00 (B)(6) eq rev locking screw 320-15-05 (B)(6) sup/post aug plate, r rs glenoid baseplate 320-15-08 (B)(6) eq reverse torque defining screw kit 320-20-00 (B)(6) eq rev compress screw lck cap kit, 4.5 x 18mm 320-20-18 s460288 eq rev compress screw lck cap kit, 4.5 x 22mm 320-20-22 s464599 eq rev compress screw lck cap kit, 4.5 x 26mm 320-20-26 s476876 eq rev compress screw lck cap kit, 4.5 x 30mm 320-20-30 s471871 eq rev compress screw lck cap kit, 4.5 x 34mm 320-20-34 s443893.

Event description:
It was reported that approximately 6 months after a right total shoulder replacement procedure, the patient has experienced instability. Liner was revised. No further issues or complications were reported. No x-rays or images available. No device breakages. No surgical delay or prolongation. Device not available to return. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g3 correct date received by manufacturer on initial report from 12-jun-2024 to 18-jun-2024.